Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced bleeding. The physician reported that the bleeding occurred in the right upper lobe and was quickly controlled. During the last couple of passes, the sheath of the biopsy needle began slipping when the needle was extended. The patient was not on any antiplatelets/anticoagulants. Per the physician, despite the sheath being set in place under fluoroscopy and several attempts to reseat and readjust the sheath, it continued to drag out as the needle was extended. On the last 2 biopsies the sheath was moving and was displaced when the needle came out which was suspected as causing the bleed, although the correlation between the sheath slipping and the bleeding was unclear. While continuing with the procedure, the bleeding was mitigated with epinephrine and cold saline. The procedure was completed with the same needle without needing to use a new one, although there was an approximate delay of 5-7 minutes. The patient was recovering at the time of reporting and was anticipated to be discharged the same day. Per the physician, there was no adverse outcome.